Event description:
It was reported that during standard daily in-office activity, the power connection had been broken and the physician who had been touching the connection cable and the programmer connection box, which was no longer connected to the programmer, received an electrical shock through the hospital power source. The ground fault interrupter prevented the physician from being harmed. She reportedly felt pain to her hand. The device was not returned to biotronik.

Manufacturer narrative:
Upon receipt, the programmer and monitoring device including programming head were visually and mechanically inspected. Analysis revealed that the power plug of the programming device is not present and was pulled out. The device, especially the power plug mechanic is designed to be fully functional when it is used for every day plug and remove scenario. Therefore the damage symptoms indicate, that the plug was pulled out due to an application of unusual strong forces. The power plug itself was not returned for analysis, so the investigation is based on the programming device. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.